Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jul2020.

Event description:
It was reported to philips that while trying to calibrate and when the device is turned on, the touchscreen does not function. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 24jul2020. B4: 27jul2020. The device was received by the philips bench repair on 13-july-2020. An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty touchscreen. The bench replaced the touchscreen. The device passed performance verification testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.